Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change and the device was removed as is. Hemostasis was achieved by switching to manual compression. There was no patient injury. The device was used during a lower limb percutaneous transluminal angioplasty (pta). The device is not being returned for evaluation.